Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. Date of event was entered as date of explant due to system limitations, since date of event was unknown. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately two years and six months post port placement procedure via the subclavian vein, the catheter allegedly occluded. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: date of event was entered as date of explant due to system limitations, since date of event was unknown. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed. The investigation is inconclusive for the reported obstruction of flow issue as the exact circumstances at the time of reported event was unknown and cannot be verified. Furthermore, clinical conditions cannot be replicated to confirm these failures. During visual evaluation, a split was noted approximately 1.9cm from the distal end of the cath-lock. A complete circumferential break were noted on the proximal end of the distal catheter segment and distal end of the attached catheter. Further, a partial circumferential break was noted approximately 1.3cm from the proximal end of the distal catheter segment. Under microscopic observation, the both the surface of the complete circumferential break at the distal end of the catheter attached and proximal end of the distal catheter segment were noted granular in one region and round in the other region. A small longitudinal split was noted at the border of both regions. Also, the edges of the partial circumferential break on the distal catheter segment was noted to be jagged. Upon infusion, a leak from the partial circumferential break was observed. However, the identified fracture, material separation, wear and deformation issues were captured in another record, in this way in order to not duplicate the count of the appropriate codes in our records. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years and six months post port placement procedure via the subclavian vein, the catheter was allegedly occluded. The device was removed on later days. There was no reported patient injury.